Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after plugging the cable into a power source, the pump did not display the lightening bolt icon and the customer was not able to put the pump into storage mode. The customer changed out the cable and the lightening bolt icon appeared and the pump was successfully placed into storage mode. No reported impact to blood glucose.